Event description:
A field corrective action (fca) associate contacted the customer to follow-up on the "urgent product recall letter dated january 12, 2010." During call, the home patient (hp) reported that they were hospitalized in (B)(6) for 2 days because of stomach pain. The hp also stated that they had problems with an infection at their catheter site. On (B)(4) 2010, product surveillance contacted the hp's peritoneal dialysis clinic regarding the report that the hp was hospitalized with stomach pain and a catheter site infection. The peritoneal dialysis nurse (rn) stated that the hp had been diagnosed with yeast peritonitis and had to have her catheter replaced. She is currently not doing peritoneal dialysis (pd) therapy. The exit site infection is considered resolved and a new catheter has been placed. The event of peritonitis was said to be cause by patient contamination. There are no allegations against any baxter products in this case of peritonitis.

Manufacturer narrative:
Concomitant products: 6fr bright-tip catheter, stork guidewire, angioguard distal protection device, 4fr aviator balloon. During the carotid artery stenting procedure prior to deployment of the 9x40 precise rx stent (pc0940rxc), the patient developed transient aphasia, reflex change and hemiparesis on the left side. It was reported that the physician believes the symptoms were caused by the presence of air bubbles during the procedure. A cordis 6fr. 90cm brite tip sheath was in place during the stenting. Onset was sudden and recovery was full with no deficit. An additional stent needed to be placed. At index procedure, the (B)(6) female who was enrolled in the (B)(4) study was symptomatic. The target lesion location was the proximal right internal carotid artery (ica). The reference vessel diameter was 7mm. The total length of the stented segment was 50mm. The rate of stenosis was 80%. The lesion was described as eccentric and ulcerated. Calcification was mild. Tortuosity was severe. A first angioguard was opened but not used since the protective covering of the filter basket was stripped. Another angioguard 6mm basket (601814rmc/ lot 70709511) was used and deployed distal to the lesion. The lesion was pre-dilated with a 4x20 aviator balloon. There was no evidence of dissection after pre-dilation. Two precise stents were placed at the lesion. The first stent was placed but the patient was agitated and moving around a lot during the procedure causing the very distal end of the lesion to be missed as it was a rather long lesion. Therefore, quickly another stent of 9x 30 mm was brought in and deployed more distally. The deployment was satisfactory. Prior to deployment of the first stent, the patient developed transient weakness of the left arm and slurred speech which the physician believes was caused by the presence of air bubbles during the procedure. The event resolved rather quickly lasting 2-3 minutes. The patient fully recovered in the angio suite. The patient was transferred for a CT of the brain and was unremarkable. The final target lesion diameter stenosis was 10%. Review of the received procedural cds by an independent interventional radiologist is pending. The 6mm angioguard that was in place during the carotid artery stenting is not available for analysis. Note: lake region lot number 02412712 is cordis lot number 70709511. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 02412712 which corresponds to cordis lot 70709511. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The 6fr. 90cm brite tip sheath used during the procedure is not available for analysis and the lot number is not known; therefore no further analysis or review of the device history records can be performed. The precise stent remains implanted and the stent delivery is not available for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. It was observed during review that no nonconformance was generated and no other incidents were noted that could be potentially related to the complaint reported. Air emboli and transient ischemic neurological changes are known potential adverse events associated with carotid artery stenting as listed in the instructions for use. Without the return of the devices for analysis, based on the available procedural information and pending review of the procedural images no conclusion can be made regarding the cause of the reported air emboli; however, procedural factors may have contributed. With review of the information, it appears that procedural and patient factors may also be factors that contributed to the transient intra-procedural neurological changes and inaccurate stent placement. There is no indication that the events are related to the device manufacturing process; therefore, no corrective actions will be taken at this time. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2010-00243 and 9616099-2010-00352.

Event description:
During the carotid stenting procedure, an additional stent needed to be placed as the entire lesion was not fully covered. Prior to stent placement, the patient experienced aphasia, reflex change and hemiparesis on the left side. Onset was sudden and recovery was full with no deficit. Additional information was received stating that a cordis 6fr. 90cm sheath was in place during stenting. The patient is a (B)(6) female who was enrolled in the (B)(4) study. The patient was symptomatic. The target lesion location was the proximal right internal carotid artery (ica). The reference vessel diameter was 7mm. The total length of the stented segment was 50mm. The rate of stenosis was 80%. The lesion was described as eccentric and ulcerated. Calcification was mild. Tortuosity was severe. A first angioguard was opened but not used as the protective covering of the filter basket was stripped. Another angioguard (601814rmc/ lot 70709511) was used and deployed distal to the lesion. The lesion was pre-dilated with a 4x20 aviator balloon. There was no evidence of dissection after pre-dilation. Two precise stents were placed at the lesion. The first stent was placed but the patient was agitated and moving around a lot during the procedure causing the very distal end of the lesion to be missed as it was a rather long lesion. Therefore, quickly another stent of 9x 30 mm was brought in and deployed more distally. The deployment was satisfactory. Prior to deployment of the first stent, the patient developed transient weakness of the left arm and slurred speech which the physician believes was caused by the presence of air bubbles during the procedure. The event resolved rather quickly lasting 2-3 minutes. The patient fully recovered in the angiosuite. The patient was transferred for a CT of the brain and was unremarkable. The final target lesion diameter stenosis was 10%.

Manufacturer narrative:
Cc updated with film review. The first angioguard ((B)(4)/lot 70409509) was opened but not used as the protective covering of the filter basket was stripped. Another angioguard (B)(4) was used and deployed distal to the lesion. The first angioguard that was opened but not used was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. There is no evidence that suggests any type of manufacturing, packaging or labeling issue. Without the actual product being returned for evaluation, no conclusion can be made regarding the cause of the pre-mature peeling; therefore, no corrective action will be taken. During the carotid artery stenting procedure prior to deployment of the 9x40 precise rx stent (pc0940rxc), the patient developed transient aphasia, reflex change and hemiparesis on the left side. It was reported that the physician believes the symptoms were caused by the presence of air bubbles during the procedure. A cordis 6fr. 90cm brite tip sheath was in place during the stenting. Onset was sudden and recovery was full with no deficit. An additional stent needed to be placed. At index procedure, the (B)(6) female who was enrolled in the (B)(4) study was symptomatic. The target lesion location was the proximal right internal carotid artery (ica). The reference vessel diameter was 7mm. The total length of the stented segment was 50mm. The rate of stenosis was 80%. The lesion was described as eccentric and ulcerated. Calcification was mild. Tortuosity was severe. A first angioguard was opened but not used since the protective covering of the filter basket was stripped. Another angioguard 6mm basket (601814rmc/ lot 70709511) was used and deployed distal to the lesion. The lesion was pre-dilated with a 4x20 aviator balloon. There was no evidence of dissection after pre-dilation. Two precise stents were placed at the lesion. The first stent was placed but the patient was agitated and moving around a lot during the procedure causing the very distal end of the lesion to be missed as it was a rather long lesion. Therefore, quickly another stent of 9x 30 mm was brought in and deployed more distally. The deployment was satisfactory. Prior to deployment of the first stent, the patient developed transient weakness of the left arm and slurred speech which the physician believes was caused by the presence of air bubbles during the procedure. The event resolved rather quickly lasting 2-3 minutes. The patient fully recovered in the angio suite. The patient was transferred for a CT of the brain and was unremarkable. The final target lesion diameter stenosis was 10%. The following is the review of the received procedural cd completed by an independent interventional radiologist. Observations: a single cd-rom containing multiple cine images is submitted for review. Initial images demonstrate selective catheterization of the right common carotid artery. Arteriogram shows focal stenosis at the origin of the ica. There is abnormality within the carotid bulb and the reviewer cannot exclude the presence of thrombus or dissection within the carotid bulb. This is seen on multiple projections. An angioguard device is placed in the distal extracranial ica. Following balloon dilatation 2 stents are placed within the ica and are balloon dilated following deployment. Final angiographic image shows an excellent result with less than 10% residual stenosis. Images of intra cranial circulation show no evidence of embolization. Impression: this complaint involves a (B)(6) female undergoing endovascular treatment of a right internal carotid artery stenosis as part of the sapphire trial. An initial angioguard device was opened but was not used because the appearance of the product was abnormal. This product was discarded. Another angioguard device appeared normal prior to use and was deployed without difficulty. During the procedure, the patient experienced transient neurological symptoms involving the left arm weakness and slurred speech which resolved spontaneously over a 2-3 minute period. The treating physician experienced some difficulty placing the precise stent as the patient was quite agitated. Initial stent placement did not fully cover the target lesion requiring placement of a second stent. The patient experienced no lasting neurological deficits and procedure was otherwise unremarkable. Full evaluation of this complaint is difficult due to limited clinical information provided. From the information provided, the reviewer cannot definitively correlate the clinical event to product malfunction. It appears that the transient neurological deficit may have been related to dissection or thrombus within the carotid bulb or perhaps secondary to introduction of air bubbles introduced during the procedure as per the treating physicians suggestion. Nonetheless, both of these scenarios represent technical and procedural factors and do not represent product malfunction. Per this is an excellent sample of the difficulties that can be encountered when treating patients with carotid artery stenosis. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Air emboli and transient ischemic neurological changes are known potential adverse events associated with carotid artery stenting as listed in the instructions for use. Without the return of the devices for analysis, based on the available procedural information, no conclusion can be made regarding the cause of the reported air emboli. However, as reported by the independent film reviewer, a definitive correlation with the clinical event to a product malfunction is not possible. Procedural factors may have contributed. With review of the information, it appears that procedural and patient factors may also be factors that contributed to the transient intra-procedural neurological changes and inaccurate stent placement. Based on the film review, it is possible that pre-existing vessel characteristics may have also have contributed to these events. There is no indication that the events are related to the device manufacturing process; therefore, no corrective actions will be taken at this time. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2010-00243 and 9616099-2010-00352.